Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was 133mg/dl. The customer was disconnected during prime. The drive support cap was sticking out. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.